Manufacturer narrative:
H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the infusion failed to start on a novum iq large volume pump. The patient was receiving an unspecified ¿pressor¿ infusion. At an unknown time, the patient required another pressor, epinephrine to be added. Epinephrine drip was titrated ¿per protocol¿. Later in the infusion the nurse observed there were ¿no drips in the chamber.¿ the bags should be half empty according to the volume to be infused; however, the bag reportedly appeared ¿mostly full.¿ while it wasn¿t stated by the reporter, the event indicates the patient experienced persistent hypotension due to less than intended therapy. The pump was swapped and the requirement for the pressor decreased. No further information was available at the time of this report.